Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a fracture. During the procedure to removed the lead the physician noted the fracture in the first rib clavicle area.